Manufacturer narrative:
Related components of device system: model number/ catalog number: 72404155, serial number: n/a, batch/ lot number: 730098012, model/ catalog description: reservoir 65 ml pc/iz.

Event description:
It was reported that after abdominal surgery, patient had recurrent urinary tract infection (uti). Cysto revealed that reservoir had herniated into the bladder causing infection. The physician was very clear that the implant did not cause this condition. All components were explanted and replaced. Additional information was received. Patient was prescribed with antibiotics

Event description:
It was reported that after abdominal surgery, patient had recurrent urinary tract infection (uti). Cysto revealed that reservoir had herniated into the bladder causing infection. The physician was very clear that the implant did not cause this condition. All components were explanted and patient was treated with antibiotics. On jun2020, patient underwent a surgical procedure to implant a new device.

Manufacturer narrative:
Field change: b5, h6 model number/ catalog number: 72404155 serial number: n/a batch/ lot number: 730098012 model/ catalog description: reservoir 65 ml pc/iz